Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could confirm the reported phenomenon. There were deep cuts on the cable external surface. Button switch rubber was worn. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The user found that the endoscopic image was not displayed due to the failure of the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d4,g3, g6, h2,h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation and information gathered from the subject device inspection, it was presumed that the cable was disconnected due to the cut on the cable and this caused the video communication not able to transmit to the processor resulted in the image not to display. Review of product shipment record found no issue with the device. It was assumed that the cut on the cables occurred by reprocess and storing them with tweezers, forceps, scalpels, etc. As stated on the IFU (instruction for use) the user manual states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.